Event description:
The consumer was in a (B)(4) drugstore and attempted to turn to the right. The consumer alleges it felt like the chair would not turn that way and the chair allegedly started to smoke. The store manager went to get a fire extinguisher, but the chair had stopped smoking before he returned. No injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of this device. Model m41 serial number (B)(4) is approximately 7 months old. User manual 1143206 rev f (jun-08) was provided with the device. It is unknown if the consumer fully read and understands the users manual. On page 2 the following warning is provided: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumer stated he could not turn right inside the (B)(4). It is unknown if the floor surface was wet, slippery, icy or oily. It is unknown if the consumer was using the chair outside on the road prior to entering the (B)(4). The following warning is provided on page 12: "do not operate on roads, streets or highways." Moisture may affect the electronics of the wheelchair. Excess moisture may cause moisture ingress into the electronics. It is unknown if rain, a beverage or incontinence was a factor in causing the smoke. On page 7 the following warnings are provided: "wheelchairs should be examined during maintenance for signs of corrosion (water exposure, incontinence, etc.). Electrical components damaged by corrosion should be replaced immediately. Wheelchairs that are used by incontinent users and/or are frequently exposed to water may require replacement of electrical components more frequently." For rain, the following is provided on page 14: "rain test - invacare has tested its power wheelchairs in accordance with iso 7176 "rain test." This provides the end user or his/her assistant sufficient time to remove his/her power wheelchair from a rain storm and retain wheelchair operation. Do not leave power wheelchair in a rain storm of any kind. Do not use power wheelchair in a shower. Do not store power wheelchair in a damp area for an extended period of time. Direct exposure to excessive rain or dampness may cause the chair to malfunction electrically and mechanically, may cause the chair to prematurely rust or may damage the upholstery. Check to ensure that the red and black battery terminal caps are secured in place, joystick boot is not torn or cracked where water can enter and that all electrical connections are secure at all times. Do not use the wheelchair if the joystick boot is torn or cracked. If the joystick boot becomes torn or cracked, replace immediately."